Event description:
Caller states the pt tested 4.8 inr on the coaguchek xs system and 3.5 inr on a comparison lab. Coumadin was held for 5 days; however, no adverse event reported. Requested return of suspect system and replacement was sent.